Event description:
The surgeon reported that he inserted the anchor and the inserter pas the laser-mark in the bone hole. The anchor was deployed, however, upon removal of the inserter, the distal tip broke off and was left in the bone hole along with the anchor. The surgeon reported that the anchor and small portion of the distal tip of the inserter was left in the bone.

Manufacturer narrative:
The anchor and small portion of the inserter tube remains implanted in the pts bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the info available and w/o the device for eval. Based upon feedback from the surgeon, the likely root cause was due to the surgeon inserting the anchor too far into the bone hole. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though there was no injury reported.